Event description:
It was reported that the percutaneous nerve evaluation lead broke as the healthcare provider (hcp) was trying to remove it. The patient was doing fine, but the hcp was planning to schedule patient for a small incision to retrieve lead piece that was visible just under the skin. Follow-up is being conducted to determine patient outcome.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).